Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 09/26/2014; electrode belt: 03/21/2014.

Event description:
A us distributor notified zoll that a patient was treated and passed away on (B)(6) 2019. The patient's wife reported that the lifevest had alarmed an hour before she went to check on him and he was found unresponsive. The patient's wife reportedly pushed a board against the patient and he did not move so ems was called. A nurse at the hospital reported that ems shocked the patient three times and that ER staff shocked the patient once in the hospital. The patient reportedly never regained consciousness. Resuscitation efforts lasted reportedly over an hour. It was not confirmed when the lifevest was removed. Per clinical review of the available ECG data, the patient was treated by the lifevest during monitoring on (B)(6) 2019. On (B)(6) 2019, the device initially detected an arrhythmia at 13:30:35 while the patient was in ventricular fibrillation (vf). Gel was released at 13:30:59 and a full energy shock was delivered at 13:31:11. The patient's rhythm at the time of the treatment shock was vf. The post-shock rhythm was sinus rhythm at 65 bpm degrading to ventricular tachycardia (vt) at 200 bpm. The response buttons were pressed after the treatment shock delivery. The response buttons functioned appropriately. Per the continuous ECG recordings, the patient was in vt at 200 bpm to 220 bpm with CPR artifact/motion artifact and response button use from 13:31:49 until the device was shutdown at 13:37:26. The device was restarted at 13:37:56 and per the continuous ECG recordings the patient was in vt at 150 bpm with motion artifact until the device was shut down for a final time at 18:38:05 on (B)(6) 2019. The patient subsequently passed away. During the initial detection, the device appropriately treated and converted the patient. CPR artifact, motion artifact, response button use, and heart rate at or below the prescribed treatment threshold prevented the lifevest from treating the patient after the initial defibrillation. No indication at the time that the device caused or contributed to the patient passing.